Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion. The device was inspected prior to use with no abnormality noted. However it was reported that resistance was encountered during advancement of the device to target lesion and the stent dislodged. It was reported that surgery was required to remove the stent from the body. No other clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology) - severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification, inherent risk of procedure - (failure to deliver stent and dislodgement). (B)(4).